Event description:
Event description boston scientific received information that the atrial (ra), ventricular (rv), and left ventricular (lv) leads have eroded through the patients skin with possible infection. A revision procedure was performed revelaing that the atrial lead had separated from the atrium. Upon removal this lead broke off at the distal tip, into the superior vena cava as it got hung up on the other leads. The rv and lv leads were surgically abandoned and a temporary pacemaker was placed. A replacement procedure was scheduled.